Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon symmetric x3 patella; cat # 5550-g-298; lot # 4v9p. Tri ts baseplate size 3; cat # 5521-b-300; lot # kpegd. Triathlon ps fem component, cemented; cat # 5515-f-402; lot # mezpd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's right knee was revised. As reported: "acute infection, rtk. I&d, rtk with polyethylene exchange. No further information available per hospital." A 3x9 ps insert was revised to a 3x10 ps insert.